Manufacturer narrative:
This is the same event as report number 2937094-2019-61755.

Event description:
It was reported that during procedure, the fiber showed defect close to 50,000j of energy. The surgeon indicated that there was no calculi present and complained of power instability. The emitted vapor appeared to be below the selected power and soon the equipment went into standby showing fiber as expired and the external light of the fiber in vaporization mode was flashing as in coagulation mode which indicates no cooling. The fiber was removed and the tip of the fiber was observed to be physically broken and charred. The orientation of the fiber output beam was not working correctly. A second fiber was chosen to continue with the procedure and was also reported to show the exact same defect near 60,000j. The fiber was removed and the tip observed to be physically broken and charred. The procedure was completed by monopolar resection. This event is for the second fiber used.

Manufacturer narrative:
This is the same event as report number 2937094-2019-61755 the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify any evidence of a break. Analysis did identify that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. There was severe devitrification at output window on the glass cap. The metal cap had mild detritus adhered to the surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. Due to the observed glass cap distal fracture, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during procedure, the fiber showed defect close to 50,000j of energy. The surgeon indicated that there was no calculi present and complained of power instability. The emitted vapor appeared to be below the selected power and soon the equipment went into standby showing fiber as expired and the external light of the fiber in vaporization mode was flashing as in coagulation mode which indicates no cooling. The fiber was removed and the tip of the fiber was observed to be physically broken and charred. The orientation of the fiber output beam was not working correctly. A second fiber was chosen to continue with the procedure and was also reported to show the exact same defect near 60,000j. The fiber was removed and the tip observed to be physically broken and charred. The procedure was completed by monopolar resection. This event is for the second fiber used.